Event description:
The customer reported discrepant results for the architect (B)(6) qualitative ii assay generated from six patient samples. One patient sample (B)(6) generated a (B)(6) result of 445.60 s/co on (B)(6) which was later repeated (B)(6) at 0.15 s/co on (B)(6). No impact to patient management was reported. The customer is questioning the (B)(6) result.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.